Manufacturer narrative:
Evaluation summary: the hawkone was returned connected to a cutter driver with the power switch in the on position. No other ancillary devices were included. The hawkone was inspected. The torque shaft had a 90 degree angle bend beneath the strain relief. The cutter was located within the housing assembly approximately 2.7cm from the cutter window. The housing of the distal assembly was curved, however no creases to the coiled housing were observed. A blue tint was noted distal the cutter within the inner diameter of the housing. The blue tint would not come from the hawkone device, rather it is likely associated with residual contrast used during the procedure. No other damages to the hawkone were observed. The 90 degree bend to the torque shaft was straightened by hand. The thumb switch was retracted and the cutter was pulled back into the cutter window as intended. The thumb switch was advanced and the cutter advanced approximately 2.7cm distal the cutter window. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use the hawkone with a non-medtronic 6f sheath and a 0.014 spider fx 4mm to treat a cto (chronic total occlusion) with severe calcification, and little tortuosity in the distal left popliteal artery as per IFU. The device was prepped without issue. The lesion was pre-dilated. It was reported that the thumb switch jammed and that the cutter push rod would not pack forward into the nosecone. The cutter did not fully return into the cutter housing. The device was pulled back over the wire for removal without issue. Another hawkone was used to complete the procedure. The vessel was post-dilated. No injury to the patient was reported.